Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. Due to clogging of the air/water tube, the air/water supply volume did not meet the standard value. Due to damage on channel tube, water tightness was lost. The plastic distal end cover had a dent. The adhesive on the bending section cover was detached. The connecting tube was sticky. Switch one (1) had a cut. The scope connector and the scope connector cover unit had a scratch. The angulation was lower than standard. Due to deformation of the bending tube, the play of right/left/up/down knobs was out of the standard value. Due to damage on the charge-coupled device unit, the image had white and black dots and the specified resolving power was not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative reported on behalf of the customer, the gastrointestinal videoscope had a leak in the biopsy channel. The issue was found during a field inspection. No patient harm reported. During the evaluation of the device, it was noted the nozzle and instrument channel had foreign objects due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the nozzle and instrument channel had foreign objects due to insufficient or incorrect reprocessing noted at estimation.